Event description:
It was reported occlusion alarms occurred, leading to the customers blood glucose to display as "high" a specific value unknown. The customer took corrective action by administering a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge, then resumed insulin administration. Reportedly, the customer used the same cartridge longer than recommended, tandem technical support educated caller that cartridges should be changed every 48 hours with humalog insulin